Event description:
It was reported that the right atrium (ra) lead had poor electrical performance with threshold and p-waves. Therefore the ra lead removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation was pulled apart due to overstress, the outer insulation had a cosmetic depression and there was apparent explant damage.